Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that suture placement in a moderately calcified right common femoral artery was attempted with a proglide device with an 8f sheath using the pre-close technique prior to a stent graft interventional procedure. Reportedly, a suture break was noticed when removing the needle plunger after deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The physician commented that calcification of the puncture site could be the cause of the suture break. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was observed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a moderately calcified right common femoral artery was attempted with a proglide device with a 14f sheath using the pre-close technique prior to a stent graft interventional procedure. Reportedly, a suture break was noticed when removing the needle plunger after deployment. The sutures of two new proglide devices were successfully pre-placed. The stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The physician commented that calcification of the puncture site could be the cause of the suture break. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.